Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Technical support instructed the caller to perform several actions, including disconnecting the tubing, delivering boluses, and replacing supplies. Ultimately, the customer was advised to replace supplies as necessary and resume insulin therapy.